Event description:
As submitted per occurrence report: exposure to hazardous material. "Inserted arm into uterus/vagina to extract placenta and my arm was completely covered in blood when it came out- notably this occurs with the new poor quality gowns."